Event description:
After placement of the contralateral limb, there did not appear to be sufficient landing zone in the left iliac. Due to the presence of an aneurysmal left iliac, the physician decided to place a leg extension to provide the necessary coverage to prevent to type #1 endoleak.